Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, one day post implant, this right ventricular lead exhibited high pacing thresholds. Fluoroscopic images showed that the lead position was consistent with implant images and therefore a micro-dislodgment was suspected. No further issues were noted. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.